Event description:
A patient reported experiencing inaccurate low results with a lifescan meter. The patient's blood glucose results were 5.2 mm0l/l versus 7.2 mmol/l meter to lab. Tests were done with 10 minutes with a difference of 28%. Patient did not experience any adverse events. No further information has been reported.